Event description:
On 11/10/95 an ipp device was implanted. On 4/30/96 the cylinders were revised. On 10/29/96 the cylinders were removed from the pt and replaced due to concord phenomene (prosthesis too large).